Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose level was 15 mmol/l. Customer reported that the insulin pump had a blank display after exposed to moisture. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly.